Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of infection cannot be confirmed due to unknown clinical conditions. The device returned was one 4 fr s/l powerpicc. Visual observation of the returned photograph found that it depicted an introducer inserted into a patient, with a single lumen powerpicc inserted almost up to its hub into the introducer, and a guidewire protruding from the proximal female luer hub. Visual observation of the returned device found that the device was capped at the proximal female luer, and the printing on the extension leg and securement wings was somewhat worn. What appeared to be blood residue was found along much of the length of the catheter and on the securement wings. What appeared to be use and adhesive residue was found on the extension leg. The catheter terminated at a point just distal to the 34-cm depth mark, at a diagonal angle. When the cap was removed, solid clear-white residue was found on it and the female luer hub of the catheter. Microscopic and tactual evaluations were unremarkable. Functional testing found the device to be patent to infusion and aspiration. No evidence to confirm or disprove the report of infection in the patient was found, and the complaint therefore cannot be confirmed; clinical conditions cannot be determined or reproduced from the returned sample. The bas products are sterilized using ethylene oxide (eo). The sterilization cycle has been validated by the very conservative over-kill (half cycle) method in accordance with ansi/aami/iso 11135:2014 annex b sterilization of health care products¿ethylene oxide¿requirements for development, validation and routine control of a sterilization process for medical devices (FDA consensus standard as of 04/04/2016). Validation and revalidation has demonstrated that the sterilization cycle exceeds the minimum sterility assurance level of 10^-6. The sterilization certificate for the appropriate lot is located within an attachment in the root cause attachments field. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the facility that the PICC without reverse taper was removed because it was infected.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0589 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC without reverse taper was removed because it was infected.